Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation associated to the single leaflet device attachment (slda) is patient anatomy. The reported tissue injury and mitral regurgitation (mr) are cascading effects of incomplete coaptation. The reported tissue injury and mr are listed in the instructions for use (IFU) and are known possible complications associated with mitraclip procedures. The reported hospitalization and medical intervention are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.na.

Event description:
This is filed to report a single leaflet device attachment, mitral regurgitation and leaflet tear requiring intervention. It was reported that on (B)(6) 2023, the patient underwent a mitraclip procedure to treat functional mitral regurgitation (mr) grade 4+. A xtw clip was implanted successfully, reducing mr to grade 2. The next day, (B)(6) 2023, the patient reported not feeling well. Follow-up imaging revealed that the xtw clip had detached from the posterior leaflet in a single leaflet device attachment (slda) event and a posterior leaflet tear had occurred. The mr was recurrent at grade 4. On (B)(6) 2023 the patient underwent an additional mitraclip procedure to stabilize the slda. Two clips were implanted to reducing the mr to grade 2. No additional information was provided.